Event description:
It was reported by service report that the fowler was drifting down with weight. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler was drifting down with weight due to a faulty fowler motor clutch.